Event description:
The customer reported that the monitor on the 7700 system would not work and needed to be replaced. No pt injury was reported.

Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The monitor was replaced. The system was tested and is operating as intended.